Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issues.